Event description:
Spontaneous call/on call service at 2 am stated pump serial number (B)(4), maintenance due 03/06/2021, had stopped working 4 times due to "low power". Patient did experience shortness of breath/increased heart rate one of those times. Resolved after pump restated. Pump used for IV "veleted". No further information available. Device available for investigation. Patient was able to successfully continue infusion. Outcome of event resolved. Malfunction occured while in use. Pt sustained increase in shortness of breath/increased heart rate, but resolved with no intervention. Medication is life sustaining. Patient able to switch to back up pump. Replacement pump shipped same day courier.